Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: superion ids kit, upn: 102-9800 x2, model: 102-9800, serial: n/a, batch: 40018346 x2. The returned device was analyzed, and a visual inspection revealed that the end of the driver was damaged and both tips of the driver were completely sheared off. The damage to the driver was sufficient to prevent functional testing. The damage to the driver is most likely due to subjecting the device to excessive force. A labeling review was performed on the driver's instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. It states to avoid application of excessive stress on instrumentation and do not force deployment or implant breakage or damage to bony structures may result as well as advance the dilator assembly manually and with the assistance of a mallet, until the distal tip approaches the dorsal aspect of the facet shadow finally insert the driver through the proximal entry point on the inserter and gently rotate until the distal end of the driver has engaged the implant. Based on all available information, engineers are able to confirm the root cause of the event. The device was returned and analyzed, as such physical analysis was conducted, record review revealed no additional information related to the complaint. Therefore, this investigation is able to determine a probable root cause for the complaint and the conclusion is that unintended use error caused or contributed to event.

Event description:
It was repotted that during the superion indirect decompression system implant procedure the tip of the driver broke inside the implant device during the deployment. The implant with the piece of the driver still in side was manually removed from the patient. A second and third attempt to implant a device were made using a second driver and a second implant, and a third driver and third implant however, both resulted with the same outcome. The drivers broke inside of the implants and both had to be manually removed by the physician. The physician decided to abort the procedure after the third attempt. It was noted that there was thick bone, osteophytes, or other obstructions, soft tissue or bone, causing resistance. Excessive force was not used during the procedure, and it occurred during the sagittal wiggle, the implant was properly connected to the inserter. This is the report for the third driver.

Event description:
It was repotted that during the superion indirect decompression system implant procedure the tip of the driver broke inside the implant device during the deployment. The implant with the piece of the driver still in side was manually removed from the patient. A second and third attempt to implant a device were made using a second driver and a second implant, and a third driver and third implant however, both resulted with the same outcome. The drivers broke inside of the implants and both had to be manually removed by the physician. The physician decided to abort the procedure after the third attempt. It was noted that there was thick bone, osteophytes, or other obstructions, soft tissue or bone, causing resistance. Excessive force was not used during the procedure, and it occurred during the sagittal wiggle, the implant was properly connected to the inserter. This is the report for the third driver.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: superion ids kit. Upn: 102-9800 x2. Model: 102-9800. Serial: n/a. Batch: 40018346 x2. The returned device was analyzed, and a visual inspection revealed that the end of the driver was damaged and both tips of the driver were completely sheared off. The damage to the driver was sufficient to prevent functional testing. The damage to the driver is most likely due to subjecting the device to excessive force. A labeling review was performed on the driver's instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. It states to avoid application of excessive stress on instrumentation and do not force deployment or implant breakage or damage to bony structures may result as well as advance the dilator assembly manually and with the assistance of a mallet, until the distal tip approaches the dorsal aspect of the facet shadow finally insert the driver through the proximal entry point on the inserter and gently rotate until the distal end of the driver has engaged the implant. Based on all available information, engineers are able to confirm the root cause of the event. The device was returned and analyzed, as such physical analysis was conducted, record review revealed no additional information related to the complaint. Therefore, this investigation is able to determine a probable root cause for the complaint and the conclusion is that unintended use error caused or contributed to event.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: superion ids kit. Upn: 102-9800 x2. Model: 102-9800. Serial: n/a. Batch: 40018346 x2.

Event description:
It was repotted that during the superion indirect decompression system implant procedure the tip of the driver broke inside the implant device during the deployment. The implant with the piece of the driver still in side was manually removed from the patient. A second and third attempt to implant a device were made using a second driver and a second implant, and a third driver and third implant however, both resulted with the same outcome. The drivers broke inside of the implants and both had to be manually removed by the physician. The physician decided to abort the procedure after the third attempt. It was noted that there was thick bone, osteophytes, or other obstructions, soft tissue or bone, causing resistance. Excessive force was not used during the procedure, and it occurred during the sagittal wiggle, the implant was properly connected to the inserter. This is the report for the third driver.